Manufacturer narrative:
A review of synthes device history records for part number 357.369, lot # 6266207 and 6286331 ((B)(4)), revealed nemcomed (presently avalign-nemcomed) manufactured the blade guide sleeve. The lot was processed per specification requirements. The lot was inspected and conformed to the synthes inspection sheet number (B)(4), revision "c." There were no complaint-related anomalies, mrrs, or ncrs associated with these lots. The material met specification. The m18x1.5-6g threads exhibited nicks and dings in numerous areas. The 15.75 to 15.85mm non-threaded shaft area exhibits marks and scratches. The 23.9mm diameter and end surface displays nicks and dings in numerous areas. All features that could be measured met specification.

Event description:
During a tfn procedure right hip the surgeon was using the stepped drill bit. A 2.4mm piece of the drill bit broke off in the femoral neck. The surgeon could not retrieve the piece and the piece remains in the femoral neck of the patient. Post op x-rays shows the tip of the broken drill bit is next to the helical blade. It was noted the facility was concerned the whole system is off angle and misaligned. Surgeon manipulated the set to complete the procedure successfully, the helical blade was inserted without difficulty, and there were no further incidents and no intraoperative adverse effect to the patient was noted. Procedure was delayed approximately one (1) hour. This is 5 of 5 reports.